Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. No findings available. The cause could not be determined. No further information was reported. A supplemental will be submitted if new information becomes available or the device is returned.

Event description:
The user facility reported that the gf-uct180 scope failed culture tests on 3 occasions. The scope was sent in for repair 4 times in the one year since purchased, for a total of 48 documented uses per device chip information. There was no patient injury reported. Multiple attempts have been made to get additional event details, however no additional information was provided.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿all channels of the endoscope, including elevator wire and balloon channels where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include cleaning according to the instruction manual was not carried out, washing was done which was not described in the instruction manual or due to the damage to the equipment, the cleaning was carried out correctly, but the cleaning was insufficient.